Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5413180 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5413180 was manufactured according to the wi version 73 packaged m08 and m12, on 18/jan/2023, with a total of (B)(4) units. Assembly: the lot 5414425 was glued according to the wi version 25, assembly, on 08/jan/2023 with a total of (B)(4) units. The lot 5414427 was glued according to the wi version 25, assembly, on 08/jan/2023 with a total of (B)(4) units. The lot 5414426 was glued according to the wi version 25, assembly, on 08/jan/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5413180 and no other complaint has been registered in database for the same lot 5413180 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5. E1: patient city: (B)(6). Patient country: china.

Event description:
Reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported that patient faced 5 infusion sets leaks at the quick release or tubing. No further information available.